Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-16, (B)(4): information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient fell on (B)(6) 2019. The patient reported that they tried to charge the ins a couple of days later and noticed a new pain in their leg. The patient stated that sometimes it is so bad that they can¿t walk. The patient stated that it is like pins and needles. No further complications are anticipated.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the fall caused some movement of the lead which caused some disruption to the power to the nerves. The device was reprogrammed and the issue was resolved to a degree. No further complications were reported.